Event description:
The machine started on fire during use.

Manufacturer narrative:
Our initial visual observation indicates that a pc board trace may have failed resulting in short circuit, sufficient enough to produce arcing. Gaymar is taking this product malfunction very seriously and will continue investigation until the root cause is identified. As soon as the root cause is identified, the corrective action will be implemented and FDA will be notified.